Manufacturer narrative:
No product was returned as no product malfunction was alleged. No radiographs or images were provided so the complaint cannot be confirmed. It is unknown if patient followed post-operative restrictions or suffered a fall. Review of the reported event indicates the patients pathology has continued and the revision was performed to address the adjacent segment disorder. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union. Fracture of the vertebra. Neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body. Infection. Decrease in bone density due to stress shielding. Pain, discomfort or abnormal sensations due to the presence of the device..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques...."

Event description:
On (B)(6) 2020, the patient underwent a revision surgery to extent a fixation level to th3. The pedicle screws of th7 were removed and new reline screws added to th3, th4, th5 and th6. New rods installed at th3 to th6 and the existing rods were jointed with connectors. On (B)(6) 2020, a patient experienced physical paralysis reportedly because t2 vertebral body had slipped to anterior and dislocated. On (B)(6) 2020, the patient underwent a revision surgery. In the revision surgery, vue point screws were added to c5, and reline screws were implanted to t1 and t2. No complications reported.